Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when attempting to use the angio-seal device, the guidewire was unable to pass through the arteriotomy locater. The estimated blood loss was less than 250cc. The type of procedure performed was a coronary intervention. Additional information was received on 16jul2024: there was no notable damage to the wire. A pre-deployment angiogram was performed. The patient was stable. Additional information was received on 25jul2024: pressure was held post procedure to achieve hemostasis.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the guidewire, hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The hemostasis sheath and locator were returned fully mated. Functional testing was performed by inserting the sheath and locator assembly over the guidewire to test for any issues during mating. The assembly was able to be passed over the guidewire without issue. The complaint cannot be confirmed for an assembly issue. The exact root cause cannot be determined. The likely cause was determined to have been off axis loading of the sheath and locator assembly over the guidewire preventing proper mating. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).